Event description:
It was reported that the right ventricular (rv) lead had intrinsic amplitude out of range. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).